Event description:
It was reported that as lvp 20d 3ss cv tubing came apart. The following information was provided by the initial reporter: event 1: material #: 2426-0007 batch/lot #: 20089013. Event 2: material #: 2426-0007 batch/lot #: 20109010. It was reported that the port tubing and infusion set disconnected from distal port 2x. Verbatim: bd alaris pump infusion set, primary line primed with vancomycin. Prepared to attach to patient's port tubing and infusion set disconnected from itself at distal port. New drug obtained from pharmacy and primed with new infusion set. This is at least the second time this has happened.

Manufacturer narrative:
Investigation summary: a sample was received and analyzed by our quality team. The separation was immediately noticed which verified the customer's complaint. Microscope analyses was employed and the root cause of this failure was discovered to be a shallow insertion of tubing at the y-site. A device history record review for model 2426-0007 lot number 20089013 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A review of the applicable risk file dir 10000136259 rev. 12 indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20089013, medical device expiration date: 2023-08-14, device manufacture date: 2020-08-14. Medical device lot #: 20109010, medical device expiration date: 2023-10-12, device manufacture date: 2020-10-12. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d 3ss cv tubing came apart. The following information was provided by the initial reporter: event 1: material #: 2426-0007, batch/lot #: 20089013. Event 2: material #: 2426-0007, batch/lot #: 20109010. It was reported that the port tubing and infusion set disconnected from distal port 2x. Verbatim: bd alaris pump infusion set, primary line primed with vancomycin. Prepared to attach to patient's port tubing and infusion set disconnected from itself at distal port. New drug obtained from pharmacy and primed with new infusion set. This is at least the second time this has happened.